Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 was difficult to open and close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 1.2 was difficult to open and close. A field service engineer (fse) replaced the drawer, and the user verified that the drawer was functioning normally after the replacement, resolving the issue. The system functioned as intended after the field service engineer repaired the device.